Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device failed a culture test. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer provided information of their reprocessing method: pre-cleaning if performed immediately after the procedure, within two minutes, by following the instructions for use (IFU). Device is leak tested according to IFU using ultrasonics uldsl-2 every time the device is cleaned. The leakage testing is performed for two minutes. The detergent solution used is whitley matrix bio film remover; immersion time is three to four minutes. Disposable cleaning brush model number cb13-50120/01 is used for cleaning instrument channel. The brush is disposed after every single use. The instrument channel and suction channel are repeatedly brushed until no debris is observed upon inspection of the brush. No syringe is used to flush the device channels. All channels are flushed with detergent. The biopsy channel, suction valve, and the air/water valve are brushed. The biopsy channel, suction valve, and the air/water valve are autoclaved. The water bottle is not reprocessed. The automatic endoscope reprocessor (aer) is soluscope sprint. Detergent used with it is sol a and disinfectant is sol p. The endoscope and aer are compatible in the aer manufacturer¿s IFU. The minimum effective concentration of the disinfectant solution was being performed. Expiration dates for the disinfectant solution cannot be provided for a period of three months; however, the disinfectant was well within the expiry date. Immersion time of the aer¿s disinfection process program in 8.46 minutes. The air/water channel and auxiliary channel are flushed with alcohol. The endoscope is dried prior to storage. The device is stored in the well-ventilated storage cabinet with universal cord and insertion tube hanging vertically. A tip protector is used.

Event description:
Addendum apr 28, 2022: the device had been sent for a routine three-monthly microbial testing. The results indicated heavy growth of pseudomonas aeruginosa and klebsiella pneumonia. Additional testing of the device was performed immediately. Results came back negative. The intended procedure was completed with no issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user facility culture tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.